Event description:
Medtronic received a report that the pipeline could not be pushed out in the microcatheter, and the stent was stuck and could not be opened. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm from the cavernous sinus to the upper segment of the clinoid artery with a max diameter of 25mm and a 9mm neck diameter. The landing zone was 3.89mm at the distal end and 4.8mm at the proximal end. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was complete embolism.   It was reported that the pipeline was stuck in the microcatheter and could not be opened. Catheter resistance occurred in the middle section. It was unknown if the pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared as indicated in the IFU. It was unknown if there were patient symptoms or further complications associated with the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex braid was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened pipeline flex inner pouch and within a piece of surgical wrap. The dispenser coil and an unknown axium introducer sheath was also returned. It is not known why the axium introducer sheath was returned. The pipeline flex pusher and phenom-27 micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were observed with the axium introducer sheath. One braid end was found tapered, damaged, and frayed. The middle braid was found fully opened and undamaged. The other braid end was found fully opened, damaged, and frayed. No other anomalies were observed testing/analysis: the pipeline flex could not be used for resistance testing as it was already deployed. Conclusion: based on the analysis findings, the customer report of ¿resistance/stuck during delivery¿ could not be confirmed. Possible cause for resistance are damaged catheter, damage to the pusher or pipeline, frayed ends of braids, patient vessel tortuosity, user does not maintain continuous flush, or user pulls back on/torques wire while advancing ped in micro catheter. The customer report of ¿failure/incomplete open proximal (flex)¿ was confirmed, however, the customer report of ¿failure/incomplete open at middle (hourglass)¿ could not be confirmed. Possible causes of failure to open are damaged catheter, damage to pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, or user pulls back on/torques wire while advancing ped in micro catheter. The returned braid was found damaged/frayed; however, the cause could not be determined. Possible causes for damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braid was returned without its protective dispenser coil or introducer sheath. Customer reported patient vessel tortuosity as moderate, and devices were prepared per IFU. As the pipeline flex pusher and phenom-27 micro catheter used during the event was not returned, any contribution of the pipeline flex pusher and micro catheter towards the failure to open distal could not be determined. The phenom-27 micro catheter is compatible for use with the pipeline flex. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported patient was in stable condition after surgery. The catheter was a phenom catheter. There were parts in the pipeline that could not be opened in the middle and proximal end. Tried to open pipeline through multiple operations and different schemes.